Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 while inserting a distal tibia plate, the aiming arm was missing the proximal holes. After the case it was determined that there was an issue with the aiming arm and it is possible that the right side aiming arm was either damaged/bent. Once the problem was identified, the surgery proceeded and was successfully finished. The surgery was delayed for 15 minutes. This report is for one (1) 3.5mm lcp low bend medial dstl tibia plate/8h/right/161mm. This is report 3 of 3 for complaint for (B)(4).